Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain. The pain had been occurring for a few days (onset date unknown). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1,500mg (frequency and duration not provided). The pd culture resulted positive for staphylococcus epidermidis. Per the pdrn, the cause of the peritonitis was touch contamination by the patient. The peritonitis was unrelated to the use of the liberty select cycler or other fresenius products. The patient did not require hospitalization.

Manufacturer narrative:
Corrected info: h10- inadvertently omitted clinical investigation clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination by the patient. The pd effluent culture result of staphylococcus epidermidis supports the touch contamination cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain. The pain had been occurring for a few days (onset date unknown). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1,500mg (frequency and duration not provided). The pd culture resulted positive for staphylococcus epidermidis. Per the pdrn, the cause of the peritonitis was touch contamination by the patient. The peritonitis was unrelated to the use of the liberty select cycler or other fresenius products. The patient did not require hospitalization.